Event description:
A report was received that upon needle placement of the lead during an implant procedure, a spinal leak occurred. The physician continued with the implant and after the leads were placed and tested, a blood patch was performed. Postoperatively, the patient complained of spinal headache and severe pain in the right hip which were procedure related. The spinal headache was due to the dura puncture and the right hip pain was caused by the prolonged time the patient was in prone position during the procedure. The patient was given intravenous demerol and oral medication. The patient was reportedly doing well after the headache and hip pain were resolved.